Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Competitor implantable cardioverter defibrillator (ICD) implanted: unknown. (B)(4).

Event description:
It was reported the patient is deceased and died approximately eight years post lead implant. The patient was reported to have died suddenly during ¿non-competitive¿ walking. Additional information received indicated the patient received one high voltage shock and that a second shock was not delivered and low impedance was reported. The cause of death has been requested and not received.